Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot power on. There was no adverse patient impact reported.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-06546.